Event description:
Arjo was notified by the french authority (ansm) of an event involving a patient fall during a transfer using an arjo ceiling-mounted rail system in conjunction with a non-arjo hammock-type sling (jersey sling ¿ toileting model) equipped with six straps. As reported by the customer, the two temporary nursing assistants involved were unfamiliar with this type of sling (only two exist in the facility and it is very rarely used). They did not pay attention to the fact that it consisted of six straps and identified only four of them. The resident was sitting on the remaining two straps, which was observed only after the resident¿s fall. The patient was assessed by a registered nurse, vital signs were measured, and the attending physician suspected fractures and arranged ambulance transport for hospitalization. At the hospital, bilateral femoral fractures (left and right) were confirmed, and appropriate treatment was initiated. The patient returned to the facility the following day. The current patient condition indicates clinical deterioration, including severe anemia (hemoglobin level of 6.9 two days post-incident, worsening to 6.2), requiring oxygen therapy, with a blood transfusion planned. The patient is also receiving antibiotic therapy due to fever, morphine for pain management, and is under home hospitalization care (had).

Manufacturer narrative:
The customer was contacted to collect additional information regarding the event and the device involved. At this time, the brand name and serial number are unknown; therefore, no UDI information is available. Based on the information collected, the patient¿s fall was caused by improper use of a non-arjo hammock-type sling. This was due to insufficient staff familiarity and training with this rarely used device, which resulted in incorrect strap identification and positioning during the transfer. As reported by the customer, the two temporary nursing assistants did not notice that the sling consisted of six straps and identified only four of them. The resident was seated on the remaining two straps, which was only observed after the resident¿s fall. Additional information will be provided upon completion of the investigation.